Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a roi-c inserter was causing the anchoring plate to get jammed intra-operatively. A second inserter was used to successfully install the plate and the procedure was completed without patient impacts.

Event description:
It was reported that a roi-c inserter was causing the anchoring plate to get jammed intra-operatively. A second inserter was used to successfully install the plate and the procedure was completed without patient impacts.

Manufacturer narrative:
D4: expiration date: jul 1, 2026 or feb 1, 2026. D4: UDI number: (B)(4). H4: aug 12, 2021 or apr 13, 2021. Corrections in d4: UDI number. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Inspection the anchoring plate (pn mc1005t) was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. Device usage this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.